Event description:
Medtronic received information that during use of a dlp multiple perfusion set, it was reported that the step on the saphenous vein graft (svg) side was weak. The svg could not be secured. The device was replaced. There was no adverse patient effect associated with this event. Medtronic received additional information that there was no blockage observed and no flow issue. The step at the tip was weak at the stage of insertion into the blood vessel (saphenous vein). It was compatible with replacement. There was no problem with replacement. It was reported that the device was replaced after the customer noticed that the steps were little when inserting it into the saphenous vein.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. The barb od located at the tip was measured using a keyence scope to be 0.116 inches, the specification has the od to be 0.105 to 0.125 inches. Reason for return was not confirmed. Additional information d.4 unique identifier (UDI) #: this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.